Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. The battery device was evaluated and it was determined that the battery had a blown fuse. Therefore, the reported condition was confirmed. The external features of the device were visually inspected and it was observed that there was no evidence of customer abuse. The unit was tested and it was found that the battery device was damaged, as it had a blown fuse. It was determined that the root cause of the battery failure was excessive current that would cause the battery to blow a fuse, suggesting that the battery had been connected to a device that had a short circuit. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 9 of 9 for the same event: it was reported that during an unspecified surgical procedure, but before use on the patient, it was observed that a small battery drive device had blown the fuses of eight battery devices. It was reported that the device would not work due to a safety feature on the drill at the beginning of the case. The reporter stated that it was not known which small battery drive device was causing the batteries to blow fuses, therefore, four small battery devices were returned for evaluation as a precautionary measure. Upon evaluation of the four small battery drive devices, it was determined that only one of the four returned small battery drive devices caused the batteries to short circuit. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.